Event description:
Info rec'd indicates, the right intermediate siderail is not staying the up locked position.

Manufacturer narrative:
The tech found the siderail mounting bracket was bent. The tech replaced the mounting bracket and dampener to repair the bed.